Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot# va10lmj, product type: lead. (B)(4) apply to the lead. (B)(4) applies to both ins and lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient would be getting a new implantable neurostimulator (ins) put in december, but their current one is not working right. A manufacturer representative programmed the current device a different way and it was working, but not as well as it should. The patient was working with their healthcare provider (hcp) for the replacement. No symptoms were reported. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative saw the patient because the patient stated their device was not working. After running an impedance and battery check, it was discovered that the battery was almost dead and the patient was then booked for a replacement. Additional information was received from a manufacture representative and said the replacement date was scheduled for (B)(6) 2017 and there was no plan to return the implantable neurostimulator (ins) as it depleted normally. The healthcare provider (hcp) is aware of the event. On a later day the patient reported their previous ins was replaced because it had failed. The patient clarified and stated the battery was replaced because they were having to increase stimulation to 5.8 v and was still leaking. Patient noted that the leads were stimulating the right area but the stimulation was so faint "like it wasn't working." Patient services asked if ins was replaced due to stimulation feeling faint and the changed in therapy they experienced and patient confirmed. Patient reported a rep went in and reprogrammed their settings to a new program and that worked temporarily until they had the ins replaced. Patient then stated during the ins replacement surgery it was determined that the leads had moved. They were not in the right place and the leads were going sideways. Patient reported their husband said the whole system had moved. Patient clarified and stated the ins and lead had moved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the implantable neurostimulator (ins) and lead migration is unknown. The replacement ins and lead resolved the therapy issues. No further patient complications have been reported as a result of this event.